Manufacturer narrative:
The affected sample was inspected upon receipt to confirm a burned v-cutter. A retention sample from the same product code/lot number combination was reviewed and electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, there was a problem in the vcut cutting and coagulation system. There was a 15 minute delay. Product was changed out. Procedure was completed successfully.